Event description:
The customer reported to beckman coulter (bec) that 20 cc of diluent leaked from the coulter hmx hematology analyzer probe and spilled onto the floor. The material safety data sheet (msds) was not reviewed by the customer. The customer was wearing gloves, gown, goggles and was not exposed to the leak. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. The patient samples were not affected. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found no fluid leak, but did find dried residue consistent with diluent salt crystals underneath the blood sampling valve (bsv) area. Upon further inspection, the fse found that the bsv knob was loose so he tightened the bsv knob to resolve the leak. Failure mode was attributed to loose bsv knob. (B)(4).